Event description:
A laparoscopic procedure was being performed utilizing the kii sleeve. The plastic sleeve melted in two pieces inside the patients body. All pieces of the sleeve were retrieved and accounted for. The melted trocar pieces were returned to the manufacturer for failure analysis. It is suspected that the instrument being used to remove several adhesions was being used for an excessive period of time due to the number of legions present. This could have contributed to the trocar melting. No harm came to the patient or healthcare providers. Manufacturer response for laparoscope, general plastic surgery, kii¿ sleeve (per site reporter). The surgical department involved notified the manufacturer. The manufacturer rep has never heard of this happening before, but agreed that in certain surgical conditions, this could happen.